Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have displayed "high alarm: cassette locked but not latched." The cause of the customer reported problem was an inoperable latch lock flex sensor. The pump was used and in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch lock flex sensor, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the cassette locked but not latched. This issue is not related to physical damage/abuse. The event occurred before infusion. Analysis of the device found that the latch lock flex sensor was inoperable. There was no patient involvement.